Event description:
The customer reported that white dust particles came off of the device during the procedure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: device available for evaluation.

Event description:
The customer reported that white dust particles came off of the device during the procedure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.